Event description:
The rotator broke during a left ventriculogram procedure. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.